Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported discrepant results with a patient¿s rh anti-d typing in the mts abd/rev gel cards lot# 082313037-58 when compared to immucor tube testing. Testing was performed on provue and in manual gel against the abd/rev grouping test with no reactivity to the anti-d micro well. Due to this patient not having any previous record at this site, the customer repeated the testing of the same sample by the traditional tube method using an immucor anti-d reagent and reports a 2-3+ reaction. Patient had been administered prenatal rhogam. Patient's current antibody screen is negative. Patient will be resulted as rh negative and administered additional rhogam postpartum. Customer confirmed that no transfusions of any blood product were administered to the patient in question. Customer confirmed that no other discrepancies have been noted to qc or any other patient testing. All gel cards and screening cells listed in the complaint have all been confirmed to have normal appearance and have been stored according to their package insert indications. No chronic errors observed with the provue.